Event description:
It was reported that an ilet device experienced a cracked touchscreen that rendered the screen unusable and prevented unlocking or further operation. Symptoms included no injury. Outcomes included a switch to subcutaneous insulin by pen. Investigation included a review of the reported damage and arrangements for a replacement device with return of the original for evaluation. Investigation of this case revealed that the device exhibited a damaged display consistent with screen breakage. It was concluded that the device malfunctioned due to a broken screen, and a replacement was provided.